Event description:
Medtronic received information that following the implant of a surgical valve (sjm trifecta), the valve failed and a transcatheter bioprosthetic valve was implanted valve-in? Valve. The failure mechanism of the surgical valve was not reported. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).